Event description:
It was reported by the customer that on (B)(6) 2010 the tip of the fiber blew off at 998 joules. Also, it was reported that the tip of the fiber was retrieved. No patient injury was reported. The device was not returned for evaluation.